Event description:
Caller reported a malfunction alarm on the pump with the malfunction code malf 16-0x20e6, and there were no notable events prior to the alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until replacement pump arrives.